Manufacturer narrative:
The insulin pump was received with a blank display due to the battery tube connector not being plugged in properly (the pump functioned after plugging).they were unable to perform the idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, no delivery test, and displacement test. They were also unable to verify the weak battery alarm or screen started up by itself anomaly due to the blank display. The pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had put two brand new batteries in the insulin pump and it was showing full battery on the screen but moments again, it went blank and started itself up again. Customer's blood glucose was 130 mg/dl at the time of the incident. Customer found there is a small crack near one of the corners of the screen but it has been there for quite some time. Customer stated that the pump was not dropped, bumped, or exposed to moisture. Customer inserted a new battery and the display returned. Customer stated that the corner of the display on the battery side toward the bottom has a crack in the casing. Customer stated that the pump had been dropped. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.